Event description:
Type of procedure: sleeve gastrectomy. According to the reporter: customer informs that during the gastric sleeve there was no issue when performing the first firing (antrum area). They went on resecting and in the second firing the reinforcement sulu stopped half way. In order to solve the problem they had to retract the knife, open the sulu and they proceeded with a new one and happened the same. There was 60 minutes delay, no tissue loss or damage, and no bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).